Event description:
It was reported that during an elevate anterior implantation procedure the physician "placed proximal trocar through sacrospinous ligament resulting in additional bleeding," "packed and placed pressure for 10-15 minutes, inserted floseal as well." Additional information received on (B)(6) 2014 indicated that the elevate anterior was implanted and remains in the patient. The physician "cut the proximal arm and replaced with a new one more anterior to the ligament." No additional patient complications have been reported in relation to this event.